Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Explant of the device was prophylactic. Patient was stable and asymptomatic.

Manufacturer narrative:
The device was returned for evaluation after prophylactic explant. The device was received from the field with battery voltage above elective replacement level and no anomaly found on the header that is related to the field concern. Electrical testing, mechanical evaluation and longevity assessment returned no anomaly.